Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and frozen display. Customer stated insulin pump screen showing medtronic and light was blinking red. Customer stated there was no response from any button. Customer monitored time clock for one minute and confirmed time clock was not advance. Customer was inserted a recommended new or fully charged battery and received multiple insulin pump error alarms. The customer stated they were able to clear the alarm and to complete the rewind process. Customer performed the self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.